Event description:
Users can see shifts of applicator placement of up to 3mm after fusion of CT and mr images. This shift is always in the same direction and seems to be independent of the slice spacing of the scans. They cannot be sure that the applicator is positioned correctly on the image. They are also unsure as to whether there is the same shift in contours.